Manufacturer narrative:
Follow-up #1: date of submission 07/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/23/2016 with the following findings: during investigation, the original complaint of ¿line in display¿ was unable to be confirmed. The display screen was fully functional, clear and legible. The pump was opened and the display flex was found to be seated and secure in the connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there were lines through the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.